Event description:
Information was received indicating that the nurse had to go back to the patient's home because of the presence of air between the filter of a smiths medical cadd administration set and the huber needle. Later on, the pump alarmed "air" but no air was visually observed in the tubing. The patient was fatigued, but no medical intervention was required.

Manufacturer narrative:
Other, other text: one cadd administration sets - flow stop was returned for analysis. The sample was visually inspected at a distance of 12? To 24? Under normal conditions of illumination. No discrepancies were detected on the housing nor solvent bonds. No obstructions nor other workmanship defects were detected in none of the joins of the product. The sample received was primed with syringe and connected to cadd-solis, the water flowed through the whole line and no air alarm or other discrepancies were detected. The following operations were reviewed, in order to verify that the operations were properly performed, also records were reviewed, in order to ensure that it complied with gmp?s requirements. The housing assembly operation was reviewed; no discrepancies were found. The bonding operation in all joins were reviewed in order to verify that the operation was correctly performed by the operator; no discrepancies were found. During bonding, operation was reviewed that the operator removes the excess of solvent according to procedure. Inspection of components and assemblies by the operator was reviewed in order to verify that operators were performing adequate visual inspection; no discrepancies were observed. Production personnel performs 100 percent visual inspection in order to verify that the tubing does not display any excessive solvent and wipes the excessive solvent from inside diameter of tube to prevent occlusions or hourglasses. Production takes a sample of 4 units at shift start up, the end of every shift, the beginning of every job; a new lot of materials and components or equipment adjustment, in order to perform an accuracy test. Quality personnel takes a sample of fifteen units every two hours, prior to placing product in bag, in order to verify that: tubes are not occluded, tubes are not kinked or coiled too tightly, tubes shall not have flat spots, or other damage. Also that the proper performance of the tests and that the results are within specification root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed.

Manufacturer narrative:
Device evaluation: an additional sixty-seven (67) samples were returned for analysis in unused condition sealed in their original packaging. Visual inspection showed no discrepancies on the housing assembly, solvent bonds or filter. Functional testing involved priming using a cadd solis vip pump. No difficulties were detected during the priming and no air was detected in the line. The pump was set to run and no air alarm was activated with any of the samples. Based on the investigation, the complaint allegation was not confirmed.